Manufacturer narrative:
Unit received with missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. Unable to perform displacement test or lock reservoir in place due to missing retainer. Unit passed the sleep current measurement, active current measurement and displacement test. No unexpected battery power loss noted during testing. Unit functioning properly. Unit power up properly after battery installation. No pump error 23 alarms noted during testing.

Event description:
Customer reported via phone call that the insulin pump was damaged. Customer blood glucose level was 360 mg/dl. Customer also stated that the battery and reservoir compartment was cracked, it was able to lock in place. It was also stated that the insulin pump had pump error and customer was able to clear the alarm and rewind the pump. The device will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device received with missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. Unable to perform displacement test or lock reservoir in place due to missing retainer. Device passed the sleep current measurement and active current measurement. No unexpected battery power loss noted during testing. Device power up properly after battery installation. No pump error 23 alarms noted during testing.